Manufacturer narrative:
One device was returned for evaluation. The service history review found the device had not been in for service in the previous 12 months. The device was serviced on sep-2022 and there was no indication the complaint was related to previous service of the device. Visual inspection was performed and found a degraded downstream occlusion (dso) seal. The reported problem was duplicated. The cause was a defective liquid crystal (lcd) display. The lcd screen was replaced to solve the problem, and the dso seal was also replaced as a preventative measure. The device then passed all functional tests after the repair.

Event description:
It was reported that the device exhibited an alarm and had a liquid crystal display (lcd) screen distortion. There was no patient involvement. Analysis of the device identified a degraded downstream occlusion seal.